Event description:
The video scope was sent to an olympus service center with a request to adjust the angulation cables. There was no patient or user harm reported. During inspection and testing, foreign material was found in the air/water tube, air/water cylinder, and the auxiliary tube. This report is being submitted for the presence of foreign material found during the device evaluation.

Manufacturer narrative:
The device evaluation found the bending in the up direction did not meet specifications. There was a leak in the scope cover due to wear of the scope cover. The distal end cover and universal cord were scratched, and the adhesive on the bending cover was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material on the air/water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the s-cover packing. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.